Event description:
The healthcare provider (hcp) reported that on date notified the patient was shocked during an MRI scan. The MRI tech was not made aware of the patient's stimulation system prior to the scan. Additional information received from the hcp on (B)(6) 2016 stated that no actions or interventions were taken to resolve the shocking sensation, and that the patient would like the device removed. Indication for implant is fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.